Event description:
It was reported that during a routine follow up appointment, this right ventricular lead exhibited high out of range pace and shock impedance measurements. This lead was also noted to have exhibited noise with insulation damage. Provocative maneuvers were performed in which variable impedance measurements were obtained. This lead was then explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 29.4 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. Destructive analysis was completed. Micrograph images of the fracture sites noted cracks, shear bands, and ductile dimples all indicative of ductile overload (i.e., fracture incurred due to pulling force). The identified cable fracture is the likely root cause of the reported high out of range impedance measurements, noise and damage.

Event description:
It was reported that during a routine follow up appointment, this right ventricular lead exhibited high out of range pace and shock impedance measurements. This lead was also noted to have exhibited noise with insulation damage. Provocative maneuvers were performed in which variable impedance measurements were obtained. This lead was then explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.